Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age/dob and weight are not available. Date of event is unknown. (B)(4). Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had a hardware removal (B)(6) 2016 due to a possible infection. Unanticipated x-rays were taken. The following hardware was removed from the right medial distal tibia: one (1) 3.5mm locking compression (lcp) hook plate 3 hole and three unknown (3) screws. No surgical delay. Procedure completed successfully. The patient was initially implanted with the hardware on (B)(6) 2016. This is report number 1 of 2 for (B)(4).